Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary left knee was revised for infection. Antibiotic spacer was implanted for several months. Second-stage revision completed on the (B)(6) 2018. The 3rd revision (B)(6) 2018 elevated crp levels and other signs of infection. Patient reported to have had a mechanical fall two weeks post-operative. Patient landed on left knee. Male patient ID: (B)(6), aged (B)(6) years, dob: (B)(6). .

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.